Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; g3; h2; h3; h4; h6. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified there is damage to the locking feature and visible impact marks on the outside radius. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for the investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, the liner was unable to be implanted into the shell. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.